Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a thyroidectomy, more bleeding occurred than normal after sealing with a ligasure device. The issue occurred when the ligasure was in use with a vlft10gen, and resulted in less than 250cc of blood loss. There was no patient injury, and the same device was used successfully with a forcetriad generator to continue the procedure. End tones indicating a completed seal were heard when the issue occurred, and the bleeding resulted after cutting the seal.